Event description:
It was reported that it takes several attempts for the pump to respond when the buttons are pressed and the symbols on the buttons were worn off. The patient also stated that the "down" button is hard to press whereas the other buttons feel "normal". The patient denied any water exposure.

Manufacturer narrative:
The pump was returned to animas for evaluation and the investigation results were noted: the pump was returned with the "ok" keypad emblem worn off; the keypad appears to be swollen or raised; the "up", "down" and "ok" keys all spring back when tested; and the "ok" key is intermittently responding; and the "up" and "down" keys are unresponsive when tested. Pump was not able to be programmed for use due to the unresponsive keys. The keypad was removed to investigate, evidence of the keypad adhesive was found under all key contacts.